Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: device history review: part# 03.804.700s. Lot # 82311179. Manufacturing site: synthes USA hq, inc. Supplier: (B)(4). Release to warehouse date: 29 may 2024. Expiration date: 01 may 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l3) for osteoporotic vertebral fracture on (B)(6), 2025. During surgery, after the balloon was inflated inside the body for about 2-3 minutes, contrast medium leaked from the forked part of the balloon and the balloon deflated. The surgery was completed successfully without any surgical delay. No further information is available.